Event description:
A customer contacted beckman coulter regarding an erronelously elevated troponin (accu tnl) result from a single pt sample that was generated by the unicel dxl 800 access instrument. The accu tnl result was 1.09ng/ml. The customer indicated that the pt original sample was re-tested for accu tnl. The repeated accu tnl result was 0.24ng/ml. The result was reported out of the lab. The customer did not receive any report of pt death or change in pt treatment that can be attributed to this eent.